Manufacturer narrative:
This report is based solely on the information provided by the customer. Product was not returned for evaluation; therefore, confirmation of customer's complaint and the root cause could not be determined with only the information provided. The product manager was contacted to offer inservice support, but no training has been scheduled to date. A review of the device history record (DHR) could not be performed since the lot number was not provided for this device. Historical complaint data review revealed similar complaints against related products. In these instance product was either not returned or products that were returned, were found to meet specifications and function as intended. No other abnormalities or discrepancies were found. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states ensure all parts of the system are operational before leaving the patient unattended. Failure to follow the instructions could result in serious injury. Before leaving the patient unattended, explain the purpose for the belt. Make sure the patient understands the need to call for assistance before exiting the chair and how to self-release. Additionally, the precautions section indicates that this product is a non-invasive way to monitor patient movement. This device does not prevent falls and is not a substitute for good nursing and regular visual monitoring. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported complaint: a nurse at (B)(6) hospital, shared the following with us about the headstart notification chair sensor, which she called the posey lap belt. White velcro w/ alarming feature doesn't stay attached, causes the alarm to ring. This is annoying for the nurse to go check, oftentimes the patient is not even moving. The white velcro also gets worn out over time and has less securement force. The d-rings are difficult to use for much of the staff, so they are not used properly, and this has led to patients escaping the belt without an alarm. Patients can loosen the belt and slip it over their heads. Patients involved but not injured.